Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during post implant interrogation, it was observed that the implantable cardiac monitor was in backup mode. It was noted that the device was not interrogated prior to implant. After a firmware download, normal device function resumed. The patient's condition was good.